Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted. Upon examination under fluoroscopy it was determined this lead was dislodged. The physician decided to replaced it with a new lead. No additional adverse patient effects were reported.